Event description:
I had right tkr on above date and have had worsening swelling and pain for the past 10 years. I have seen multiple orthopedic surgeons, had multiple x-rays, nuclear med tests, pain meds, and physical therapy sessions to no avail. My pain has affected my lifestyle, outings with family and grandchildren, vacations, and daily chores like cleaning, grocery shopping and errands. Report: no scintigraphic evidence for osteomyelitis; progressive increasing accumulation radiotracer uptake on blood pool and delayed images in the region of the right lateral femoral condyles and medial tibial plateau adjacent to indwelling hardware which potentially may represent areas of hardware loosening.